Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient less than 20 mmhg or peak velocity less than 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient greater than 20 mmhg, eoa less than 0.9 to 1.1 cm2 and/or dvi less than 0.35 m/s, and/or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the increased gradient could not be confirmed, however, may be due to thrombosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 5 months post implant of a 26mm sapien 3 valve in the aortic position, an increased gradient was observed. The mean gradient was 54mmhg and the valve area is 0.4. At the time of the report, the patient was hospitalized for chf. The patient was stared on eliquis. Only a tte was done. Therefore, thrombosis could not be confirmed. Approximately 4 months prior, the patient had a gi bleed and was taken off of coagulation. At the 1 year follow-up, the patient had a mean gradient of 28mmhg.